Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the competitor right ventricular (rv) lead. Upon review of the data boston scientific technical services (ts) noted the rv shock impedance measurement had been stable between 90 and 100 ohms before becoming out of range. The rv pacing impedance measurement had increased from 400 to 500 ohms and the left ventricular (lv) lead impedance measurement increased from 700 ohms to 900 ohms. The patient had recently been admitted for exacerbation of heart failure. Ts also noted a decrease in the activity on the activity trend. Ts advised this was likely the global increase in impedance measurements due to a change in cardiac status. Ts also noted some r-wave oversensing resulting in inappropriate atrial tachy response (atr) events. The patient was brought in and the shock impedance measurement was 117 ohms. As a result, the shock impedance alert was increased to 150 ohms and it was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.